Manufacturer narrative:
We checked the returned unit and confirmed that the ocular leak. Based on the result, we concluded that it was caused due to the physical damage applied on the ocular. In addition, we confirmed that the insertion flexible tube (ift) compressed, the operation channel buckled, the segment hard to move, and the angle wire ruptured; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).